Manufacturer narrative:
Concomitant medical product: 5076-58 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon fluoroscopy, the atrial lead was noted to be dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.